Manufacturer narrative:
(B)(4).

Event description:
It was reported that "one half of the introducer sheath's hemostatic valve completely detached during catheter insertion, having been pushed into the sheath between the two branches." It was necessary to exteriorize the catheter, remove half of the hemostatic valve, and reinsert the catheter." The user changed to a new sheath. There was no patient harm or injury. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The customer returned one 16fr smartseal sheath and lidstock from a hemodialysis kit for analysis. Signs of use were observed. Visual analysis revealed that one half of the hemostasis valve was dislodged and partially rotated within the hub of the sheath. No other defects or anomalies were observed. A device history record review was performed, and one relevant finding was identified. A non-conformance was initiated regarding "smartseal sheath valve damaged" for material cs-15242-vsp, lot 33f24m0039. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a damaged hemostasis valve was able to be confirmed through investigation of the returned sample. Visual analysis revealed that one half of the hemostasis valve had become dislodged within the sheath hub. No other defects were observed. Manufacturing was contacted and it was determined that this damage is likely supplier related. A non-conformance was opened to address this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "one half of the introducer sheath's hemostatic valve completely detached during catheter insertion, having been pushed into the sheath between the two branches." It was necessary to exteriorize the catheter, remove half of the hemostatic valve, and reinsert the catheter." The user changed to a new sheath. There was no patient harm or injury. The patient's current condition is reported as "unknown".